Event description:
The customer stated that she tested her blood glucose using her contour meter and an accuchek meter. The contour read 102 mg/dl, while the accuchek read 274 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the meter and test strips to be operating as designed. The customer used the last of her test strips when performing control tests, so no product is available for return.